Event description:
It was reported that right atrial (ra) lead is suspected to present loss of capture (loc). The patient was experiencing frequent premature ventricular contraction (pvc) followed by compensatory pauses. This is normal operation of the algorithm followed. Technical services (ts) recommended reprogramming. The lead remains in service. No adverse patient effects were reported.